Event description:
A customer reported encountering an "error-9" message with the use of the adc device. The customer experienced unspecified symptoms of hyperglycemia and seizure. The customer was seen by a healthcare professional who administered morphine for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an "error-9" message with the use of the adc device. The customer experienced unspecified symptoms of hyperglycemia and seizure. The customer was seen by a healthcare professional who administered morphine for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.